Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and loss of connection was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. The reported event of signal loss over 1 hour is reportable based on indication of a transmitter loss of connection for another transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).